Event description:
It was reported that the boom on the 9800 system would not work. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The switch was replaced during the service call. The system was tested, and found to be working as intended, and put back into service.